Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, access was obtained through a surgical cutdown of the left common femoral artery. Following the insertion of a 16fr. Esheath, a 29mm sapien 3 valve was advanced and positioned. The sapien 3 valve was oversized by 16%. The valve was deployed in the intended 70:30 aortic/ventricular (a/v) position with 1ml less than nominal volume. At full inflation of the valve, the commander delivery system balloon ruptured. During device withdrawal, the delivery system could not be pulled back into the sheath. The delivery system and sheath were withdrawn together. No vascular injury was reported. Following the repair of the surgical cutdown, the patient was transferred in stable condition. The valve remains implanted in the patient. The native annular valve area measured 560mm2 by CT. No annular calcification, moderate native leaflet calcification and no aortic root calcification was reported. The sinotubular junction (stj) measured 26.3mm x 24.1mm. Moderate, ¿protruding¿ stj calcification was also reported. It was perceived that the protruding stj calcification caused the balloon rupture at the end of the valve inflation. The delivery system and sheath will be returned for evaluation.

Manufacturer narrative:
Device available for evaluation. UDI number: (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned for evaluation. The whereabouts of the device are not known at this time. No photographs or images of the device were provided. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors (protruding stj calcification) likely contributed to the delivery system balloon rupture during valve deployment and the subsequent withdrawal difficulties of the delivery system. The delivery system and sheath were withdrawn as a unit with no reported injuries to the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.